Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the endowrist stapler 30 curved-tip instrument failed during the second firing of a white stapler 30 reload while dividing the pulmonary artery (pa). This firing produced a "blade may be exposed' error message. No stapler clamping issues were experienced prior to the firing of this stapler reload. The target tissue was not calcified, exposed to any radiation or chemotherapy prior to the procedure, under any tension, or bunched. Minimal bleeding of less than 100ml occurred, but was under control. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and verified a firing error on involving the endowrist stapler 30 curved-tip instrument. A backup stapler instrument of the same type was used for the remainder of the procedure which was completed robotically with no further issues or complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the endowrist stapler 30 curved-tip instrument during this reported event for failure analysis investigations. The stapler logs show an endowrist stapler 30 curved-tip instrument (part number: 470530-08, lot number: t10230706-0046) was used first, installed on the system 2 times, and fired 2 white stapler 30 reloads. On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed without error. On install 2, the first clamp was aborted by the user. The next clamp was successful, but was followed by a firing failure. The firing stopped at ~31% completion. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs pertaining to this instrument. The stapler logs show a second endowrist stapler 30 curved-tip instrument log (part number: 470530-08, lot number: t10230706-0039) was used next, installed on the system 2 times, and fired 2 white stapler 30 reloads without error. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs pertaining to this instrument.